Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot/serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter, ubd: 03-mar-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that a pump motor stall had occurred. The pump was explanted on (B)(6) 2018 and replaced. There was a fracture in the catheter at the distal end of the pump segment. The hcp removed 25.2cm and added the catheter connection piece. No symptoms were reported. There were no further complications reported at this time. On 2018-07-24 (rep): additional information was received from a manufacturer representative. The patient was receiving baclofen (10 00mcg/ml at 864.2mcg/day) and prialt (13.9mcg/ml at 12.013mcg/day). It was reported that the initial reporter of the event was the patient. It was unknown when the motor stall was first noticed. It was unknown what symptoms, if any, the patient experienced. It was unknown if the stall recovered. The cause of the motor stall and damaged catheter were not determined. The event had been resolved. There were no further complications reported at this time.